Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. No issues were found that would require escalation. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. The database showed no quality notification/s were opened for the source device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and previously returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in tw for sn (B)(4) was performed which confirmed that this device was involved in a production/servicing failure which correlates to the customer reported issue. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer called experiencing error code 240.4150 on there lvp. Recommended replacing the top pressure sensor. Also performed the analog sensor test determining the bottom pressure sensor was bad. No patient involvement. (B)(4).